Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer stated that she did troubleshooting, changed the insertion site, and was able to successfully run insulin through the tubing. She stated that she smelled insulin every time she changed the reservoir. She also reported experiencing high blood glucose. The customer stated that the insulin pump may have been exposed to fluid by insulin. Upon troubleshooting, the insulin pump passed the self test. She was advised to monitor the device. She was advised to discard the infusion set and reservoir and to start with new supplies to ensure that the tubing connector and reservoir top were dry. She reported that this issue occurred with every set. The customer's blood glucose was 430 mg/dl for a long time. She reported that the no delivery alarms had been resolved. She was advised to replace the insulin pump and agreed to return the device for analysis to rule out the possibility of an insulin pump issue.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window. No traces of moisture were found at the electronic or motor assemblies per visual inspection. No insulin smell was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.